Event description:
It was reported that the needle seemed soft and slightly bent at the side. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Product samples were received for evaluation. Visual inspection was performed. No discrepancies were detected and no anomalies were found that could affect the product functionality. No root cause has been determined since no anomalies were found in the samples received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).